Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer's friend that the customer was experiencing high blood glucose levels. Customer's friend stated blood glucose levels were as high as 491 mg/dl but didn't believe it was the insulin pump. Advised infusion set cannula may be bent and to change set. Advised customer to go to the hospital if set change does not solve issue. Nothing further reported.